Event description:
It was reported that the bd syringe 3ml ll bns contained foreign matter. The following information was provided by the initial reporter: "filament coming out of syringe." Product malfunction/failure mode: contamination. Product description summary: filament coming out of syringe. Mfg. Sku number: 301073.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One photo of a 3ml luer-lok syringe (p/n - 301073) was received and evaluated. The close-up image shows one loose syringe with a white thread-like fiber material next to it outside the fluid. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter outside fluid path internal to package defect is associated with the bulk handling process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 1239133 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.